Manufacturer narrative:
On, 3/11/2019, a manufacturing record evaluation was performed for the finished device 00001066 number, and no internal actions were found during the review. On 3/14/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. During initial inspection it was found that the ¿brim cap has broken into pieces and the hemostatic valve is still in place.¿ the returned condition confirms the customer¿s reported event and finding continues to be an MDR reportable malfunction. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small wherein the brim cap became detached. Device evaluation details: the device evaluation has been completed. The device was inspected and the brim cap was observed broken however, the hemostatic valve was observed in place. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the brim cap damage will be investigated under an internal corrective action. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small wherein the brim cap became detached. It was initially reported that the orange valve casing sheared off the sheath. The sheath did not go into the patient. It was replaced and the case continued. It was later reported that the valve itself did not break, but the orange casing surrounding the valve came off. Once the fellow who was handling the sheath picked up the orange valve, it broke into several pieces. There was no patient consequence. The issue of brim cap detaching as been assessed as an MDR reportable malfunction.